Event description:
It was reported that during a total gastrectomy procedure, the staple malformed at 2nd firing. Another device was used to complete the case. There were no adverse consequences to the pt.